Event description:
Livanova deutschland received a report of a roller pump assembled onto s5 hlm which could not stop after the alarm level was triggered. Reportedly, user was not aware if the "stop-link" symbol was displayed onto the system panel. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device. No abnormalities were found in the first test run regarding the link between the level and the artificial pump. In addition, the hkr control board on the involved control panel was replaced for precaution. Through follow-up communications, livanova learned that the customer carried on using involved pump and console without further issues related to the stop-link. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Log file of involved pump were retrieved and analyzed, and could confirm the reported event. The pump di not stop once the level alarm was activated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.